Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the bending tube broke off. The malfunction was found during preparation for use. The issue involving an olympus uretero-reno videoscope. There was no patient injury reported.